Event description:
This lead was implanted on (B)(6) 2008 and capped on (B)(6) 2014 due to an unknown product issue. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).